Manufacturer narrative:
One test strip was provided by the reporter for investigation and it was tested using a retention meter and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to a sysmex cs5100 dade innovin laboratory method. The meter result at 7:00 am was 3.0 inr. The laboratory result at 8:00 am was 2.3 inr. The therapeutic range is 2.0 inr - 3.0 inr. The patient tests every 2 weeks when in range and has been testing weekly since (B)(6) 2021.